Event description:
Same case as MDR ID#2134265-2015-01113. It was reported that in-stent restenosis (isr) occurred. On unspecified date, an express vascular ld was implanted in the left subclavian vein. In (B)(6) 2015, restenosis of the previously placed express vascular ld was noted. Subsequently, vascular access was obtained via the left brachial artery. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left subclavian vein. After 035 non bsc guide wire was advanced and passed through the previously deployed stent strut, an 8-27mm express vascular ld stent was advanced to treat the lesion. Following stent implantation, a 9.0 x 20, 135cm mustang¿ balloon catheter was used for post- dilation and was initially inflated at 18 atmospheres. During the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The middle part of the balloon ruptured transversely and it was caught in the stent; therefore, it was removed from the patient with the balloon being lifted. The physician completely removed the balloon catheter from the patient and the procedure was completed. The lifted balloon was rewrapped outside the patient and then it was inspected. It was considered that no fragment of the balloon had remained inside the patient. When they were rewrapping the balloon outside the patient, balloon tip was pinched with forceps and flattened. No further patient complications were reported and the patient's status was good.

Event description:
It was further reported that in (B)(6) 2014, an 8.0 x 30 x 135cm express¿ ld vascular stent was implanted in the left subclavian vein.

Manufacturer narrative:
Upn- corrected from unk672 to h74938162830130. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).